Event description:
Initial report: this spontaneous case report was received from a physician via one of our sales representatives. The case involves a female pt who received two injections of poly-l-lactic acid (sculptra), dilution: 6 + 2ml for cosmetic injection (liquid lift). Approx. Six weeks after last treatment (1 yr ago), the pt suffered from nodules; all injection sites were affected. The nodules were classified as "real" granulomas. Corrective treatment was not mentioned. The event was still ongoing at the time of the report.